Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 248 mg/dl after changing infusion supplies and eating, then elected to change the infusion site again; insulin delivery was resumed after confirming tubing fill and observing insulin drops. Symptoms included elevated blood glucose. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included guided troubleshooting with confirmation of proper tubing fill and site replacement. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia was unclear. It was concluded that the device functioned as expected after site replacement and that the event was not attributable to a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.